Manufacturer narrative:
The oxygen air mixer was not returned, therefore no investigation has been performed. The info from the hosp stated that the knob was broken, probably due to some kind of impact. The hosp further stated that the oxygen air mixer was repaired and returned to service. Info regarding how the impact occurred, has not been received. The problem description stated that the arrow and line were pointing differently, indicating that the arrow part, which is attached to the knob for setting the oxygen concentration, had loosened. The line on the knob should, by design, be in line with the arrow. (B)(4).